Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, it was reported that the patient mentioned 2 instances of not getting alerts on different days. Per documentation, the patient stated that he had an incident where the device failed to alert him even when his readings went to dangerously low blood sugar levels (e.g., 40-50 mg/dl), despite using high-volume alarms. The patient was reportedly not able to specify the date of the incident. These problem had resulted in hospitalizations within a month, even after using 2 glucagon injections. The patient was reportedly unable to verify what he felt or who brought him to the hospital. The patient was in normal condition at the time of the call. The patient uses insulet omnipod5 in hybrid closed loop. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is phone volume is set to silent / mute. No additional patient or event information was available.